Event description:
It was reported that thrombosis and a myocardial infarction occurred. The patient was presented with in-stent restenosis. The 95% stenosed target lesion was located in the mildly tortuous and very mildly calcified mid left anterior descending artery (lad). The target lesion first prepped with a 2.50 x 15 nc emerge balloon, followed by a 3.00 x 15 non-boston scientific balloon. Treatment of the restenosis was completed using a 3.00 x 15mm agent drug-coated balloon (dcb), yielding excellent results. The procedure was initially concluded, and the patient was taken off the table. However, approximately an hour later, the patient experienced EKG changes and chest pain. Upon re-evaluation, an acute occlusion of the left anterior descending artery was identified, along with acute thrombosis and a myocardial infarction in the previously treated mid-segment. A 2.50 x 48 mm stent was placed, followed by post-dilation with a 3.00 x 20 nc emerge balloon. The patient recovered well, remained under observation overnight and was discharged the next day without complications, having made a full recovery.